Event description:
Complainant alleged that the paramedics responded to provide care to a pt who was in cardia arrest. The medics reported they attempted to adminster a 120 joule first shock to the pt, they observed an arc emanating from the stat pads multi-function electrode. The medics then obtained another set of electrodes and continued defibrillating the pt without further incident. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.